Event description:
Attorney advised patient experienced a unicortical fracture of the right femoral neck and was implanted with two 7.3mm cannulated screws and a washer. A followup x-ray showed both screws were broken at the shaft/thread junction. This report is #1 of 2 on the same event.

Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.